Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on behalf of the patient on (B)(6) 2015 to report an out of range signal on (B)(6) 2015. Patient did not receive a low battery alarm. Distributor did not report any injury or medical intervention.